Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item is to be returned. Upon item return and completion of eval, a follow up report will be sent to the FDA. This report filed (B)(6), 2011.

Event description:
It was reported that pt underwent primary hip procedure on (B)(6), 2008. Hospital reported, "pt carried two water buckets to the basement, when straightening upright heard a crack." Pt underwent revision surgery on (B)(6), 2011 due to fracture of stem. No further complications have been reported.